Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event of flood not coming through the chamber. The system message (sm) [infusion pressure drop] displayed twice in the event log. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there is no fluid going through the anterior chamber which seemed to be collapsing. Additional information has been requested.